Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call failed battery test. Customer's blood glucose level was 11.7 mmol/l. Customer advised they replaced the battery on the insulin pump but the display screen says battery needs to be replaced. Troubleshooting for the failed battery test was performed. Customer was advised to wait for the insert battery alarm and then insert a new battery. The battery failed alarm did not occur. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. The insulin pump passed self-test and displacement test. The insulin pump was monitored for 24 hours and no failed battery test or replace battery now alarms were noted. The insulin pump was received with minor scratched lcd window and case.